Event description:
Pt was inappropriately shocked due to oversensing atrial tachyarrhythmia on the rv lead. Loss of rv capture present and lv sensing on the rv lead also seen. No rv sensing or capture present upon interrogation. Chest x-ray confirmed rv lead dislodged. Rv lead repositioning scheduled.

Manufacturer narrative:
(B)(6) 2015 - this lead was explanted and replaced. Added the explant date. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.